Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during servicing of the cs300 intra-aortic balloon pump (iabp) it failed the battery run test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge fse who found the issue, replaced the batteries (0146-00-0039). He then completed the pm with all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.